Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced inappropriate therapy due to the right ventricular lead oversensing t waves, and the t wave discriminator feature was unable to withhold therapy. It was also reported that the cardiac resynchronization therapy defibrillator (crt-d) detected supra ventricular tachycardia (svt) rather than ventricular tachycardia (vt) due to the wavelet match score. Reprogramming options are being discussed with the physician and the lead and device remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was later reported that reprogramming was done per the physician's direction.